Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "a foreign body was found in the septum when the package was opened. The device was not used."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-07. H6: investigation summary: a device history review was conducted for lot number 0267245. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility has been reviewed by our team of quality engineers. They noted that the packaging was opened, and they were able to identify a yellow foreign material. The issue has been confirmed. The foreign material was submitted for compositional analysis but due to the low quantity of material the identity could not be determined. A review was conducted on the retention samples for this lot, and now additional instances of this foreign material were present. The manufacturing floor was also reviewed and no materials were found that could have resulted in this foreign material. At the conclusion of their review our engineers were unable to determine the root cause for this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was foreign matter on device cannula/needle/catheter. The following information was provided by the initial reporter. The customer stated: "a foreign body was found in the septum when the package was opened. The device was not used."